Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic bilateral/unilateral salpingo-oophorectomy procedure, when the sterilized monopolar curved shears (mcs) arrived, it was open and articulated and could not be closed either with the key or by hand. There was no patient involvement.

Manufacturer narrative:
D9, h3, h5, h6: annex b, annex c, annex g and h8 have been amended. Device evaluation: medtronic led an evaluation of the returned monopolar curved shears (mcs). Visual inspection of the returned mcs noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted drive cable one was observed jumped over the yoke. Functionally, the jaws were not manipulated due to the positions of the cables. Electrical testing was performed and the instrument was read with no o bserved failures. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition of sterilization issue. Ther efore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the monopolar curved shears confirmed the reported condition of jaw closure error, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a deficiency in the cable's design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic bilateral/unilateral salpingo-oophorectomy procedure, when the sterilized monopolar curved shears (mcs) arrived, it was open and articulated and could not be closed either with the key or by hand. There was no patient involvement.